Manufacturer narrative:
(B)(4). The reported iipv was confirmed through reported drain volumes. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed.

Event description:
It was reported that a customer experienced an expanded/tense abdomen during dwell 1 of 5 on the homechoice machine(hc). This report meets increase intra-peritoneal volume requirements. The home patient(hp) stated they filled with a manual bag today of 2000ml and the hc did not drain him during the initial drain. The initial drain volume was 48ml and the initial drain alarm was set to 0ml. The hc then filled him with 2400ml. The technical service representative(tsr) assisted the hp to do a manual drain of 4412ml. The tsr assisted the hp to bypass to drain 2. The drain volume was 6ml and the hc went to fill 2. The hp stated they are a new user tonight. The tsr advised the hp to follow up with their nurse. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.